Event description:
Pt in post anesthesia care unit after surgery, intubated and on t-piece. Nurse at bedside, and had previously assessed breath sounds as clear and present. Pts heart rate increased and oxygen saturation decreased to the 80's. No breath sounds heard. T-piece immediately removed with return of breath sounds. Oxygen increased through t-piece from 6-15l with popping sound heard. Air flow through t-piece again. Removed from svc.